Manufacturer narrative:
Reporting become aware date (rbad) was corrected to (B)(6) 2026.

Manufacturer narrative:
One device was returned for analysis of complaint of line block alarm. As received, infusion set was returned with the infusion site base connected. The cannula was observed to be bent from its original position. No other damages or anomalies were observed. No free flow was observed for occlusion test. Upon closer inspection under magnification, a solvent membrane was observed in the tubing at the luer connection.

Event description:
It was reported the person with diabetes (pwd) was experiencing recurring line blocked alarms after resolving the issue with the current cassette. Upon removal, the pwd discovered a kinked cannula. Investigation found cannula was bent and no flow was observed with testing. This makes event reportable for occlusion. No patient harm was reported.